Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown and that it had not been resolved. Additional information received from the manufacturer¿s representative on feb. 14, 2018 reiterated the impedances were slightly high and that the patient needed another MRI. They reported that the patient had previous mris with no out of range impedance results with the most recent readings only slightly being high. It was noted that the high impedances was on non-active contacts so they tried ¿stimming the contacts¿ but the impedances did not decrease to within normal range (and the patient could not have the MRI). The representative stated that they didn¿t know if the patient was dehydrated or what might be causing the slight increase in impedances. The patient lived far away so they just did a lcc which showed ¿4 ok¿ with the hope that it would give more information regarding if the impedances were in range. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient has high impedances on contact 0, with c-0: 2670 ohms, and 0-3: 4183 ohms. The rep reported that the patient was not using contact 0 for therapy. No patient symptoms reported.no further patient complications have been reported as a result of this event.